Event description:
Malfunctioning moog curlin 6000 sn: (B)(4). Device alarmed multiple times and would not pump. Patient was prescribed use of the device for 24hr infusion of antibiotic for 36 days. Device repeatedly alarmed and could not be reset to function at apx. Day 30. Patient went to emergency room to have the in arm pick flushed as directed by the device provider, cny infusion of dewitt ny, when the infusion failed. Device continued to alarm, and provider refused to provide a home visit to service the device or restore the infusion, after the ER visit. Patient's infusion was never restored by cny infusion, and patient self referred to guthrie urgent care of ithaca ny for alternate treatment. Device was returned to cny infusion on apx. (B)(6) 2020.